Event description:
It was reported that there was an issue with the para-activity sensor on the implantable pulse generator (ipg). It was noted that there was a system modification. The patient reported dyspnea stage iii for several months and upper bound. In cardiology consultations, it turned out there was a mismatch between the effort caused by a "servo fault" and the pacemaker acceleration sensor. The ipg was explanted and replaced. The patient is a participant in the panorama ii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.